Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had damaged drive shaft and pawls due to excessive heat during use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from excessive force, which is normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking mechanism for the burr device was broken on the motor device. During in-house engineering evaluation, it was observed that the device had a damaged drive shaft and pawls ,due to excessive heat during use. There were no delays to a scheduled surgical procedure, as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.